Event description:
The hospital reported that during the bypass procedure, performance issues in that arterial po2 levels could not be maintained at appropriate levels. The circuit was changed out. There has been no pt affect reported.